Manufacturer narrative:
The technician found the flex cable in the foot board needed to be replaced. The facility declined to have the bed repaired.

Event description:
Alleged the bed will not go into the trendelenburg or reverse trendelenburg positions.